Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. Following the deployment, the patient developed a large hematoma. Treatment included transfusion of 2 units of blood and was successful. No further complications were reported.